Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of the incident and current blood glucose was unknown. The customer¿s blood glucose level was 90 mg/dl and 69 mg/dl. The customer was treated with food. It was reported that they had trouble and blood glucose was high and low. The customer was advised to replace the sensor. The sensor and insulin pump will not be returned for analysis.